Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2020, explanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 06-nov-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving fentanyl 50mcg/ml at 25mcg/day via an implantable pump. On (B)(6) 2020 it was reported that the catheter was implanted and connected to the pump when the physician aspirated the catheter to verify catheter patency before anchoring the pump and closing. The physician grew concerned when he was not able to easily aspirate the catheter. The patient¿s csf (cerebral spinal fluid) flow prior to the catheter being fully connected had been high. The physician cut the pump portion along with 7 cm of the spinal portion and replaced that with a new pump section. The physician re-aspirated the catheter once it was connected to the pump and the csf (cerebral spinal fluid) draw back was significantly easier than with the previous attempt using the entire catheter. It led the physician to believe there¿s an issue with the pump section of the 8780 catheter. It was noted that the patient experienced no issues and noticed this during a regular aspiration check. There were no environmental, external or patient factors that may have led or contributed to the issue. The diagnostics and troubleshooting performed was a new catheter portion was added. The actions and interventions taken to resolve the issue was they replaced a portion of the catheter. The issue was resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event. The patient status was noted as alive, no injury and no further complications were reported or anticipated regarding the event.

Manufacturer narrative:
The explanted portion of the catheter was returned for analysis. Analysis of the catheter found ¿catheter body ¿ prolapsed silicon layer¿. If information is provided in the future, a supplemental report will be issued.